Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reports when the wave card was inserted into the card reader, it would not read. The technician had a backup card which was used without any delay or interruption in the treatment. No patient harm reported.